Manufacturer narrative:
1/10/2023 - we have contacted the consumer to return the product to the manufacturer for an investigation. To date we have not received the product. 7/8/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
01/10/2022- the consumer claims green liquid was oozing out of the handle on the product.

Manufacturer narrative:
On (B)(6) 2023 - we have contacted the consumer to return the product to the manufacturer for an investigation. To date we have not received the product.

Event description:
On (B)(6) 2022 - the consumer claims green liquid was oozing out of the handle on the product.